Event description:
Related to medical device manufacturer's report# 3004742232-2008-00009. It was reported that during an orbital atherectomy (oa) treatment procedure, oad removal difficulties were encountered. The lesion being treated was a 90-95% stenotic, heavily calcified lesion located in the superficial femoral artery (sfa), having a reference vessel diameter of 30+ cm. The physician positioned a .023" viperwire frm guide wire in the collateral peroneal artery 60 - 80 cm distal to the ostium of the sfa lesion and 30 - 40 cm below the most distal point of the sfa lesion. The physician was advanced and spun the oad using a "pecking" technique through very difficult portions of the complex lesion in the proximal curve portion of the vessel. Once the oad crown had passed the tight stenosis, the oad was used to treat the lesion in this area using very rapid crown advancement at a 5-7 cm/sec rate for 20 seconds at a speed of 130k rpms (high + 10k) for a total spin time of 8.45 minutes. At this point, the oad catheter as advanced forward and repositioned to treat a more distal area of lesion directly in the curve of the sfa (prior to hunter's canal). At this point, the device would not spin, so it was pulled back and allowed to spin at 130k rpms believing that another area of tight stenosis was preventing the device's advancement. When the crown was readvanced into the area of resistance, the rpms dropped to 20k, then to 4k, and then stopped. The physician attempted to retract the device and to advance it without spinning, but was unsuccessful. Subsequently, the device was pulled back with resistance. It was again spun at 130k rpms and readvanced, but again stopped spinning. At this point, the physician chose to remove the device, but met resistance in removing it from the guide wire. After several unsuccessful attempts to remove the device, the guide wire and oad were removed as a unit through the 7f/45cm pinnacle destination introducer sheath. Once outside of the body, the physician attempted to remove the guide wire from the oad, but broke the wire at a point distal to the oad handle. It was also noted that the portion of the wire distal to the crown had separated and was missing. Angiogram revealed that the distal portion of the wire was lodged 2cm into the introducer sheath with the remainder extending into the vessel. After 1.5 hrs of attempting multiple endovascular retrieval efforts (snare, pta, various catheter/wire combinations) it was determined that the procedure should be abandoned. A vascular surgeon performed an open arteriotomy on the common femoral and successfully retrieved the wire. A subsequent doppler/angio showed patent vessel & improved flow (due to diamondback) all the way to the foot. The surgeon attributed this event to the technique of rapid advancement of the crown during treatment with the guide wire tip placed in a fixed distal collateral vessel, which lead to an unknown wire kink. The diffuse tight stenosis led him to believe that the lack of catheter advancement was due to disease rather than the kink. The kink was then exposed to significant force through multiple attempts in spinning past the point of resistance which caused the wire to lock onto the catheter. Then when the catheter and wire unit was retracted into the sheath, the kink was straightened causing the wire separation. The patient was comfortable and asymptomatic throughout the procedure, then admitted overnight for observation and was discharged without complications the following day.

Manufacturer narrative:
The IFU indicates that the high speed setting for the 2.25 mm crown is 120,000 rpms. It was noted that in this procedure, the oad was run at 130,000 rpms. The IFU warns: "the db 360 should be used only with the csi 0.014 inch (0.3556mm) x 335 cm firm viperwire guide wire." It was noted that in this procedure, the oad was run on a flex guide wire rather than a firm guide wire.